Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, customer reported that the station did not power up, and multiple restart attempts failed; rss showed the station as offline, and the customer confirmed there were no power or network issues. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer inspected the station and confirmed that mains power was available, then diagnosed the issue as a failed half height drawer controller for drawer 4.2. The fse replaced the drawer controller, which resolved the issue, and subsequently tested operation in the application and performed hardware testing application diagnostics, with no issues noted. The system functioned as intended after the field service engineer repaired the device.